Event description:
The manufacturer received voluntary medwatch (mw5106128) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging visualization of particles and lung cancer. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch (mw5106128) alleging an issue related to a continuous positive airway pressure (CPAP) device. The patient was diagnosed with emphysema and lung cancer. This event is assessed as not related to the device in this case. Therefore, the device did not cause or contribute to a serious injury or death. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.